Manufacturer narrative:
Update 03/31/2016 12:52 pm (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Update 03/09/2016 04:12 pm (B)(4): the hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy while being tested. A replacement device was used to complete the procedure. The product is returning. ******************************************************************************************* update 03/07/2016 05:21 pm: (B)(6) said they were testing power supply and it wouldn't work. This is a very new device. No pt info.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 01/25/2016 which places the approximate usage life at 1.2 years. Certificate of conformity (c of c) was reviewed because the event occurred well within specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. The device serial number is (B)(4) and the manufacture date is 16-jan-2015. The device was sold to the distributor on 25-jan-2016, which makes the approximate age of use 4 months . The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests. The results of the test are as follows: voltage: 5.49 volts dc low current 3.97 amps dc high current 5.99 amps dc the values recorded were within the tolerance specifications. Based on the results of the evaluation, the reported complaint was not confirmed

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy while being tested. A replacement device was used to complete the procedure. The product is returning. (B)(6) said they were testing power supply and it wouldn't work. This is a very new device. No pt info.